Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from canada by our edwards lifesciences affiliates, it was a case of an implant of a sapien 3 ultra resilia valve in aortic position by right transfemoral approach. During the procedure, increased push force was needed for the advancement of 14fr esheath+ into the patient. Consequently, the esheath+ was removed and a distal tip split was observed. A 16fr dilator was then inserted to predilate the vessel, and a new 14fr esheath+ was successfully inserted. Finally, the patient did not suffer any injury and was in a stable condition. The root cause of the event was the calcified tortuous iliac.